Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant medical products: 325cc mentor memorygel breast implant (catalog #: 3503254bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture. The patient had symptoms of rupture prior to the unilateral removal and replacement surgery performed on (B)(6) 2019, where it was confirmed. The replacement device was a 325cc mentor memorygel breast implant prosthesis (catalog #:3503254bc, serial #: (B)(4)).

Manufacturer narrative:
On 5-mar-2020, mentor received additional information regarding the patient¿s symptoms, the date of explantation. The patient experienced capsular contracture (grade unknown). Initially, it was reported that the patient underwent a revision surgery on (B)(6) 2019. However, additional information revealed that the actual date of the surgery was (B)(6) 2019. The relevant field has been updated. On 12-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device a rupture was observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).